Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The manufacturer of freestyle libre sensors was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint.

Event description:
Abbott diabetes care received a user report from valvira which reported the following information: a physician reported that a patient, on an unspecified date in the beginning of 2018, had eaten more than usual and his adc freestyle libre sensor produced a scan result of ¿hi¿ (a reading greater than 500 mg/dl). The patient did not check his blood glucose via a capillary test and self-administered 8 units of insulin. He then became hypoglycemic, lost consciousness and collapsed. The fall caused a cut on his head and teeth were broken. When the patient got up he called for an ambulance and was transported to an emergency room. Treatment details were not provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is an approximation based upon the details provided. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The reporter's phone number was not provided with the user report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from valvira which reported the following information: a physician reported that a patient, on an unspecified date in the beginning of 2018, had eaten more than usual and his adc freestyle libre sensor produced a scan result of ¿hi¿ (a reading greater than 500 mg/dl). The patient did not check his blood glucose via a capillary test and self-administered 8 units of insulin. He then became hypoglycemic, lost consciousness and collapsed. The fall caused a cut on his head and teeth were broken. When the patient got up he called for an ambulance and was transported to an emergency room. Treatment details were not provided. There was no report of death or permanent injury associated with this event.